Event description:
A nurse reported following an initial intraocular lens (iol) implant surgery, manual peripheral corneal relaxing incisions and an intraocular lens (iol) exchange were performed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).